Manufacturer narrative:
Calibration and qc were acceptable. No relevant alarms were observed on the alarm trace data. The specific cause of the event could not be determined. The patient is undergoing in vitro fertilization (ivf) treatment. Ivf patients are administered many hormones, which likely cause cross-reactions with yet unknown metabolites. Some ivf patients may not produce plausible dilution results. The investigation did not identify a product problem.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 2 samples from 1 patient tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 analyzer (rack system). On (B)(6) 2025, the initial result was > 3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2836 pg/ml. On (B)(6) 2025, a new sample was obtained, and the initial result was > 3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2746 pg/ml. Both samples were frozen and thawed on (B)(6) 2025 for additional testing. The sample from (B)(6) 2025 was run, and the result was >3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2918 pg/ml. The sample from (B)(6) 2025 was run, and the result was >3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2552 pg/ml. A new sample was obtained on (B)(6) 2025, and the initial result was >3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 5155 pg/ml. The result of 2746 pg/ml was reported outside of the laboratory. Repeat testing was performed as the physician wanted to double-check the patient¿s results, as she was undergoing ivf treatment.